Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visually confirmed approximately ~1.5mm of the instrument tip has been broken off; the broken off portion is missing and not returned for analysis. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces plastically deformed. Dimensional inspection of the relevant dimension confirmed conformance to print specification.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-s1. It was reported that the surgeon placed a spinous clamp at the l3-4 level and locked the plate in compression with a set screw. After a visual inspection, the surgeon asked for the removal head to loosen the set screw. It was reported when the surgeon turned the driver counter clockwise to loosen the screw. The tip of the driver sheared off flush in the set screw. The tip of the driver could not me removed. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.